Event description:
A center director reported pt with dryness and light sensitivity of the right eye at three month photorefractive keratectomy (prk) post-operative visit. Add'l info from reporter indicated pt's topical steroid dosage was increased. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).